Manufacturer narrative:
The specimen was collected in a bd lithium heparin tube with a gel separator and was centrifuged at 3000 rpm for 6 mins. Bd recommends a spin time of 10 mins. Per customer, there was a fibrin clot above the gel barrier in the plasma. A system check performed in 2008 failed partially and passed upon 2nd repeat. Qc level ii had to be repeated three times to get the qc in range before the event. After the event qc level ii was repeated twice to get the qc in range. A field service engineer was dispatched to the customer's lab, but service info was not supplied. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel. Dxi 800 access immunoassay system for a single pt. An initial accu tni result was 14.41 ng/ml. The result was not reported out of the lab. The original sample was retested twice for accu tni and 2 results of 0.07 ng/ml were obtained. The result of 0.07ng/ml was reported out of the lab. There has been no report of death, injury, or change to pt treatment in association to this event.